Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. This is the 1st of 2 reports related to this issue.

Manufacturer narrative:
(B)(4). The patient's admitting diagnosis was porphyria (the porphyrias are a group of inherited or acquired disorders of certain enzymes in the heme bio-synthetic pathway (also called porphyrin pathway). They manifest with either neurological complications ("acute") or skin problems ("cutaneous")), peritoneal dialysis irc in new-onset hemodialysis previously given was poorly tolerated, patient was admitted to the intensive care unit (ICU) due to seizure. The homechoice assigned to the patient by baxter (B)(4). The overfill was identified because complete drainage did not occur which caused the abdominal pain and distension. The medical staff noted pain and excessive distension and the manual drainage amount. The first incident was quantified as 3800 ml; the second was not obtained by the clinic personnel. The patient was programmed to use 2100 ml. Interventions included: peritoneal dialysis nurse performed a bypass to decompress the abdomen of the patient in the first incident, and then lower the volume to be infused. The time and date of the 1st event was 16:30 pm approximately and the 2nd event was between 22:00 and 23:00 hours. ICU resident via telephone with dr. (B)(6) reported that patient complained of pain and abdominal pain associated with respiratory distress during the infusion. No alarms were noted. Bypass and volume decreases were performed on two consecutive occasions, ending with infusion volume of 1600 ml. In the second event, no alarm occurred and the patient began to have shortness of breath and abdominal pain. Physician was notified and the staff was instructed to bypass. Modification of the volume of infusion was decreased as ordered by the physician. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and no failure or malfunctions were identified. The device event log recorded patient therapy data from (B)(6) 2011 and the reported difficulty of an increased intra-peritoneal volume (iipv) event during therapy initiated on (B)(6) 2011 at 15:13:20 was confirmed via review of the device's event log. Review of the device's event log revealed the user drained 4809 ml during drain 1 of 7 on (B)(6) 2011 at 16:09:58, which is a volume of fluid greater than 160% of the largest prescribed volume of 2500ml and meets iipv criteria. This iipv event was attributed to the first instance of overfill symptoms. The assignable cause for the reported problem was undetermined. The device functioned properly per specification requirements.

Event description:
On (B)(6) 2011, baxter was informed that a patient in a latin american hospital in the intensive care unit (ICU), experienced an overfill during peritoneal dialysis therapy on 2 different occasions while using a homechoice device. The patient presented with respiratory distress, abdominal pain and distension. The ICU staff provided intervention for the first event, which was quickly resolved. It is unknown what interventions were required. The second situation occurred during the same night in the ICU and the patient was seriously affected. (Addressed in separate report). This problem occurred with the home choice device assigned to the patient. The device programming was reviewed and determined to be correct. The device reportedly did not alarm.